Event description:
The device was used during a lavh procedure. Reportedly, the surgeon applied cautery and burned the tissue. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.